Event description:
It was reported the patient's blood glucose rose above 300 mg/dl. The pod was worn for between 1 and 4 hours on the abdomen. As treatment, a manual insulin injection was administered and a new pod was applied.

Manufacturer narrative:
The download data shows an 0x10 alarm was generated during operation, indicating a reset caused by sawcop expiration, stopping the delivery of insulin. Investigation of the device found no damages or deficiencies that would cause this alarm to generate. The exact cause of the reported alarm could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was damaged. It could not be determined when this damage occurred. Although a timeout occurred in the download data, the timeout did not affect the delivery of the insulin. No other damages, manufacturing deficiencies, or drive stalls were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.